Manufacturer narrative:
The initial reporter stated the strips could not be returned for investigation. Passing controls were run on both meters within 24 hours of this incident. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number when compared to accu-chek inform ii meter serial number (B)(4) result. At 6:21 a.m. Using (B)(4) the result was 77 mg/dl. At 11:19 a.m. Using (B)(4) the result was 376 mg/dl and at 11:21 a.m. Using (B)(4) the result was 528 mg/dl. The technician did not believe either higher result to be accurate and no treatment was administered based on either result. At 11:25 a.m. Using (B)(4) the result was 183 mg/dl and at 11:35 a.m. Using (B)(4) the result was 160 mg/dl. These results were believed to be correct. It was noted that an IV was started in the arm in which the technician was obtaining the higher results but nothing had been flowing in the IV. The technician changed arms, but it was unknown as to which reading was the first taken on the other arm. The patient's fingers were cleaned with alcohol but it was not confirmed whether the patient fingers were dry prior to sticking.